Event description:
It was reported the patient developed a wound dehiscence at the ipg incision site and the ipg was visible. Surgical intervention was undertaken and the ipg was explanted and replaced in a different location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.